Event description:
It was also reported the device carelink data showed a data invalid message for the impedance trend data. There was a crc error in the battery lead data. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and showed varying lead resistance/impedance and the max value of the hvb and svc measurements showed variability over the record.